Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with ts noting it was non physiologic noise. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data, with ts noting it was non physiologic noise. This device remains in service. No adverse patient effects were reported. At a later date, this pacemaker system and rv lead were explanted. No additional adverse patient effects were reported.